Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited oversensing of low amplitudes which resulted in inappropriate shocks. The patient is an alcoholic and has been non compliant with his medications. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. Extensive troubleshooting was performed and it was determined that a revision procedure should be performed to replace the electrode. The electrode was replaced without further incident. No additional adverse patient effects were reported.